Manufacturer narrative:
Results: the jet7 was kinked approximately 15.0 cm from the hub. Conclusions: evaluation of the returned jet7 confirmed a kink on the catheter shaft. The reported complaint specifies the first pass was successful, indicating the lumen was likely open and not kinked at that time. If the jet7 was mishandled during retraction of the jet7 from the neuron max, the device may have become kinked. No other devices associated with this complaint were returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet7 kit. During the procedure, after making a successful pass using a penumbra system jet 7 reperfusion catheter (jet7) with a neuron max 6f 088 long sheath (neuron max), the physician removed the jet7 and noticed a kink at the proximal end of the jet7. Therefore, the procedure was completed using a new jet7 and the same neuron max. There was no report of an adverse effect to the patient.